Event description:
Noise can be seen on hmsc causing inappropriate vf detections. No inappropriate therapy has been delivered. Lead trends are stable and within normal range. The patient will be brought in for lead evaluation. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2023 lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.